Event description:
It is reported that the cypher select plus didn't inflate because the hub was cracked. The physician tried to stent the left circumflex. When the physician connected the cypher's hub to the inflation device he noticed the hub cracked and was therefore unable to inflate the device.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Add'l info will be submitted within thirty days upon receipt.